Manufacturer narrative:
Additional information received on 4/18/2019 indicated the patient underwent removal on (B)(6) 2019. The device was identified as a saline mentor smooth round moderate profile 350cc, catalog number 3501655, lot number 251013. The date of event was identified as (B)(6) 2002. The implantation date was reported as (B)(6) 2001. Additional symptoms reported include back and neck pain and dry, itchy eyes. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor saline breast implant and experienced fatigue, chronic pain, inflammation, sleep trouble, joint pain, hair loss, premature aging, and breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.